Event description:
A malfunction involving an altitude alarm on a pump was reported, causing an interruption in insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer attempted several troubleshooting steps, including cleaning the speaker holes and replacing the cartridge, but these did not resolve the issue. Consequently, tandem technical support decided to replace the malfunctioning pump and cartridge. The replacement pump would include updated software, and instructions were given on returning the faulty equipment, storing the pump, and programming the new device. The customer was informed of the need to connect their continuous glucose monitor to the new pump and acknowledged all instructions provided. Customer reverted to an alternative method of insulin therapy.